Event description:
It was reported to philips that the system was showing a black screen when performing cine. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the treatment was completed as planned. The philips field service engineer (fse) went onsite confirmed the reported problem. Upon troubleshooting, philips engineer checked the generator and identified over current error. The fse replaced the converter. After replacement, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The treatment was completed as planned without impacting the procedure. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips reevaluated that the complaint is not reportable. The codes have been updated based on the investigation's outcome.